Manufacturer narrative:
The failure for coming apart was confirmed through visual inspection by the qa technician. Through visual inspection, the technician confirmed the retaining ring was dislodged. The device was scrapped by the manufacturer.

Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had fallen apart. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had fallen apart. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.